Event description:
It was reported that during a stapled hemorrhoidectomy, the device malfunctioned. The device did not properly fire. The device partially cut and no donut found in the tissue; incompletely formed staple in the anal canal (malformed). This information was referenced by the caller as an incomplete staple line. The case was completed by using another stapler. There were no patient consequences. The patient is fine. The patient had third degree hemorrhoids. The device will not be released related to hospital policy.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.